Manufacturer narrative:
Additional supsect medical device components involved in the event: model #: sc-2108-70m, description: linear lead, 70 cm (phase ii), model #: sc-2108-70m, description: linear lead, 70 cm (phase ii).

Event description:
A complaint was reported that several contacts had high impedances. The physician had decided to revise the pt.